Event description:
The following has been reported: biomed reported: "staff states pump touchscreen was unresponsive while kvo alarm was going, preventing them from ending the infusion, turning the pump off, etc. " patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned due to mechanical hardware failure (screen no input). Device was powered on and it was confirmed the screen was functioning. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Device was opened and inspected for internal damage and no damage was found.